Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025: the end-user reported receiving an alert 35 - insulin occlusion while using a cd 6mm/23in infusion set. The user cleared the alert before bg was elevated, and bg remained unaffected. Support reviewed how occlusions occur and provided education. No adverse health effects were reported.